Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose before bed was 160 mg/dl and he thinks he was trending downward and he woke up with blood glucose of 467 mg/dl. Customer treats with pump for high blood glucose. Customer declined troubleshoot. The insulin pump will not be returned for analysis.